Event description:
It was reported the patient's system is auto-reducing. An sjm representative met with the patient and a diagnostics of the patient's scs system revealed high impedances, the representative was unable to resolve the issue. The patient is pending an appointment with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.